Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of diarrhea and peritonitis in a patient coincident with dianeal pd2 1.5% and 4.25% therapies for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapies was not reported. On an unreported date, the patient experienced diarrhea. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was diarrhea. On (B)(6) 2012, the patient was hospitalized for the peritonitis. The patient was treated with ciprofloxacin for the peritonitis. It was unknown if the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.